Event description:
Indication: myasthenia gravis with (acute) exacerbation. Pt states her and nurse have did everything and pump (serial number and expiration date not provided) is not working. Specifics not provided. Unknown if pt missed a dose/had an interruption to therapy. No adverse event(s) reported due to product issue. Pharmacy replacing pump. Return material sent for return of device associated with event. Availability of pump dependent upon pt's return. No further info.